Manufacturer narrative:
The impella device was not returned by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 56-year-old male patient presenting for pre-op pump placement. During impella support, it was noted that the pump had flipped in the left ventricle prompting the need for device repositioning. The medical director torqued the pump, however, the position remained unchanged. The pump was subsequently pulled back to relieve any stored energy and the pump came across the ao valve. Upon attempting to re-cross the valve, the pump buckled and became wedged. A thoracotomy was then needed to remove the pump. The patient was deemed to be stable following the event.